Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that they were able to confirm the reported issue. To resolve the issue, the system control board and motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect system control board has been received by the manufacturer for evaluation. However, results are not available at this time. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system powered down during the procedure and a battery error message appeared. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
The analysis of the suspect system control board was completed by medtronic personnel. The control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.